Manufacturer narrative:
The insulin pump received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 and a35 alarm in the alarm history due to history file over written. Unable to perform excessive no delivery alarm due to motor error alarm. The insulin pump was programmed and monitored for 4 hours; no unexpected check settings alarm or unexpected reset noted. The insulin pump passed the rewind, basic occlusion, prime, operating current test and displacement tests. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated they had excess no delivery alarms as well. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.